Manufacturer narrative:
Concomitant medical product: (B)(4) ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was chronic high thresholds on the right atrial (ra) lead. The current electrocardiogram showed loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.